Event description:
It was reported that the customer's pump battery would not charge, and efforts to resolve the issue by using a different wall outlet, charging cable, and wall adaptor were unsuccessful. There was no reported impact on the customer's blood glucose level. The customer was informed that the pump needed replacement but declined to share their backup insulin therapy.